Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that they received button error and had unresponsive buttons. The customer's parent also reported that the customer was going to the hospital due to seizure and low blood glucose. The customer woke up with the insulin pump off and had a busted face with blood everywhere due to hitting their head. They also had high blood glucose. The customer's parent was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was 176 mg/dl at the time of the incident and moved up to 180 mg/dl during the call. Treated with manual injection. There was no significant event leading to the keypad issues, but the customer could have laid on the insulin pump. The customer's parent stated that they could not see the time and that the battery was showing dead, but the insulin pump was not turning off. The customer's parent was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer's parent reported that a few hours after, the customer was taken to the emergency room on (B)(6) 2017 at 4:05 p.m. With a blood glucose level of 180 mg/dl. The customer had high blood glucose, nausea, vomiting, abdominal pain and difficulty breathing. The customer was not seen yet when the call was made and they were not wearing the insulin pump but for less than 48 hours. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit powered up properly after the battery was install. No blank display noted. The battery was then removed and the unit powered off properly. No display anomaly noted. No button error alarm noted. Unit had no button response on the escape up arrow and down arrow buttons due to corroded keypad traces. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test or verify battery icon anomaly due to no button response. Unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.